Event description:
On (B)(6) 2013, the reporter contacted animas, alleging history settings (inaccurate delivery) issue. It was reported that the pump is not dispensing the correct amount of insulin. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.